Event description:
The customer reported the device displayed error code 10003 with the message/instruction system failure cycle power. After displaying error code 10003 with system failure cycle power the device halts operation.

Manufacturer narrative:
(B)(4). The customer reported the device displayed error code 10003 with the message/ instruction system failure cycle power. After displaying error code 10003 with system failure cycle power the device halts operation. The local philips service rep evaluated the device and confirmed the malfunction. The control pca was found to have been the cause of this malfunction. There was no report of adverse pt impact. Philips presented a quotation for repair to the customer. The customer has yet to agree to have philips repair the device. Complaint remains under investigation pending field service / resolution data. A f/u report will be submitted upon completion of the investigation.